Event description:
It was reported the patient is not receiving effective stimulation therapy from her scs system. The patient stated she is unable to increase her stimulation past perception level. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.